Manufacturer narrative:
Analysis of production records completed. No device problem found

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented to the clinic after receiving a vibratory notification. Device interrogation revealed backup vvi. A device image was submitted for further analysis. The device was explanted and replaced. The patient was stable before, during and after the procedure.